Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went in for a procedure and during the procedure had an episode of asystole. The patient was sent to the catheterization lab and a temporary wire was inserted for external pacing. The implantable pulse generator (ipg) was interrogated and found to be at elective replacement indicator (eri) and had a power on reset (por). The device had no capture, was unable to do threshold tests, and had low impedances which triggered a low impedance warning. The device was explanted and replaced. No further patient complications have been reported as a result of this event. It was reported that the patient went in for a procedure and during the procedure had an episode of asystole. The patient was sent to the catheterization lab and a temporary wire was inserted for external pacing. The device was interrogated and found to be at elective replacement indicator for nearly one year and the device had a power on reset. The device had no capture, was unable to do threshold tests, and had low impedances which triggered a low impedance warning. The device was explanted and replaced. No further patient complications have been reported as a result of this event.